Manufacturer narrative:
This is a duplicate of medwatch report # 0003015876-2020-00422. The investigation will be included in that submission.

Event description:
The customer contacted physio-control to report that their device would not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.